Event description:
Customer reported with an issue of "image is dark and black spots occurred. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the forceps stopper is scraped , forceps plug cap cracked, damaged(physical stress).

Manufacturer narrative:
Device evaluation and inspection, service repair noted the field of view is dark due to the breakage of the lg (light guide) bundle. The ig (image guide) bundle is significantly broken. Coloring, image loss in the field of view, there is a stain on the ig bundle. The customer reported issue of "image is dark and black spots occurred" could be confirmed. In addition, the forceps stopper found scraped . Forceps plug cap parts found cracked, damaged. Dirt that is difficult to remove found on the tip cover due to handling (insufficient cleaning). The insertion part serpentine crushed . Liquid leakage observed in the lg bundle due to handling. The adhesive part of the lighting lens has peeled off due to handling. Scratches on eyepiece, insertion part, operation part, insertion part , grip , angle lever , ud plate, adapter frame, universal cord, light guide , ud angle fixing lever ,cover glass due to external factors. The universal cord found crushed due to an external factor. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.